Event description:
It was reported that the lead exhibited failure to sense, when the patient presented in clinic for follow up. During lead revision procedure, the lead showed signs of clavicular crush. The lead was explanted and replaced successfully. The patient had no consequences.

Manufacturer narrative:
The reported events of clavicle crush and failure to sense were confirmed. The device was returned for analysis. Visual inspection of the lead found clavicle crush breaching the inner and outer insulations and fracturing all the filers of the outer coil at the middle region of the lead. The cause of the reported events was consistent with clavicular crush damage. No other anomalies were detected.